Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not close the clips. No fragment fell into the patient. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis (fa) team and fa was able to reproduce the reported complaint. During the visual inspection, the input disk # 7 was found to be broken and completely detached from the base causing issues reported by the customer. The missing wheel was returned with the instrument. Other backend components adjacent to the broken input do not show damage.